Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to a tubing length adjustment the patient had his inflatable penile prosthesis (ipp) revised to adjust tubing length and only an accessory kit was used. There was no removal if the already implanted ipp. Additional information was received that the tubing length was too long. This was noticed two weeks ahead of surgery and the patient status was that he got well after this surgery.